Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit s failing fill manifold test #2 and needs to be repaired. There was no patient involvement.

Manufacturer narrative:
Additional contact information: (name - (B)(6), email - (B)(6), contact - (B)(6). E1(event site postal code - (B)(6) event site state - (B)(6)). The getinge field service engineer (fse) that discovered the issue replaced the helium fill manifold. Fill manifold tests passed. Calibrated helium regulator. All manifold tests passed. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. Unit is ready to ship back to customer and for clinical use.

Manufacturer narrative:
Updated fields - b4,d8, g1, g3, g6, h2, h11. The getinge field service engineer (fse) that discovered the issue replaced the helium fill manifold (0997-00-0565). Fill manifold tests passed. Calibrated helium regulator. All manifold tests passed. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. Unit is ready to ship back to customer and for clinical use. The following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 8 jan 2025. The failure analysis and testing dept. Received part number 0997-00-0565 with a reported unit failure of a failed fill manifold test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number ca204341l1 and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. There was a major helium leak occurring. Part is faulty. Probable root cause is expected wear and tear. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. As. Reference complaint# (B)(4).

Event description:
N/a.

Manufacturer narrative:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit was failing fill manifold test #2 and needed to be repaired. There was no patient involved. The getinge field service engineer (fse) that discovered the issue replaced the helium fill manifold (0997-00-0565). Fill manifold tests passed. Calibrated helium regulator. All manifold tests passed. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. Unit is ready to ship back to customer and for clinical use. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received part with a reported unit failure of a failed fill manifold test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. There was a major helium leak occurring. Part is faulty. Probable root cause is expected wear and tear. Retaining the part in the failure analysis and testing department per procedure.